Manufacturer narrative:
This report is submitted on march 17, 2020.

Event description:
Per the clinic, the patient experienced a cranial trauma, with a laceration on the implant, displacing and exposing the implant. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.